Manufacturer narrative:
Additional narrative: upon review of the product rationale, it was found that there was no patient risk from the styrofoam particles, as noted in an internal pra. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2016-28542, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Styrofoam particles were stuck to the femoral component. This happened to two femoral components; the other component was wiped off and used.